Event description:
The needle broke while suturing a patient. The portion of tissue where needle was suspected to be was removed and sent to pathology. Needle was found to be retained but not retrievable from the patient.